Manufacturer narrative:
However, it was reported the patient is over 18 years. Device code 3123 relates 2976 for the reported event of tip twisted. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation performed on (B)(6) 2011. According to the complaint, after the device was removed from the package, the physician touched the distil tip of the balloon and noticed that the distil tip felt different than usual and seemed to be twisted. Trying to insert the device in the endoscope, resistance was met and the device would not advance any further than five cm. The procedure was completed with a different device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation performed on (B)(6), 2011. According to the complaint, after the device was removed from the package, the physician touched the distil tip of the balloon and noticed that the distil tip felt different than usual and seemed to be twisted. Trying to insert the device in the endoscope, resistance was met and the device would not advance any further than five cm. The procedure was completed with a different device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found no damage. The distal tip was inspected and no defects were noted. The catheter shaft was inserted into the scope and it passed through the entire length of the working channel with no resistance. The investigation results are not consistent with the event description. The reported defect of distal tip damaged and catheter difficulty advancing were not confirmed. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.